Manufacturer narrative:
This report was filed by the manufacturer. Although requested, the affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that they discovered a leak where the IV tubing connected to the filter. There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.